Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec then replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that its lcd touchscreen would flash and then go black. There was no patient involvement associated with the reported event.